Event description:
On 8/26/96, the MFR's senior sales specialist (who is also a nurse) was present in the operating room for placement of the MFR's device for infusion of duramorph for this pt with intractable pain. The MFR's epidural catheter was being placed intrathecally by the surgeon (note: intrathecal placement of the device is not a MFR's indication for the device's intended use); however, upon placement the epidural catheter was sheared and cut accidentally when the surgeon was attempting to pull out the device guidewire and the touhy needle sheared off the epidural catheter. The surgeon removed the two pieces of epidural catheter and inserted a new epidural catheter in the intrathecal space. The MFR's senior sales specialist informed the surgeon to remove the touhy needle prior to pulling back on the device guidewire, the surgeon was aware of this. Per the surgeon, no further follow-up is necessary regarding this incident.